Event description:
It was reported that during reprocessing, the lens of the subject device was broken. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6 and h11. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, no problem was detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, loose light guide connector, video connector cracked on the side, and vertical lines on image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the lens of the subject device was broken. There were no reports of patient involvement.